Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump replaced due to a crack in the left cylinder connecting tube. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of the pump identified contamination and was unable to be functionally tested, but the pump did pass the leak testing. The tubing had been cut down to the pump block and was not returned for analysis. Based on the information available and analysis results, the reported allegations could not be confirmed; therefore, a conclusion of cause not established was chosen.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump replaced due to a crack in the left cylinder connecting tube. No patient complications were reported.